Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported to olympus, the loaner gastrointestinal videoscope exhibited reduced angulation in the upward direction. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. The device was returned to olympus. During testing and inspection of the returned device, it was discovered that the foreign matter clogging in the suction channel. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Upon follow up, the customer provided details on reprocessing of device. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. The customer is not aware of when the foreign material adhered to the endoscope. The customer aspirated water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The customer brush the instrument channel, instrument channel port, and suction cylinder. The device was returned to olympus for evaluation. The customers allegation of insufficient angulation was confirmed, and was due to stretched angle wires and wear of the angle wire, bending angle in the upward direction did not meet specification. The following findings were also identified, and are as follows: (a.) Due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, (b.) Adhesive on bending section cover had white-clouded area, (c.) Paint on suction-cylinder was peeled, (d.) Bending tube was damaged, (e.) Adhesives around objective lens had white-clouded area, (f.) Adhesive around the light guide lens was peeled, (g.) Adhesive around light guide lens had white-clouded area, (h.) Connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.